Manufacturer narrative:
The user was reported deceased with limited information available regarding the circumstances of death. Engineering log review was not available for the reported timeframe as the device had not been synced since december 2025. Available information from the clinical diabetes specialist indicated the user had discontinued ilet therapy in december and had not resumed use prior to the reported death. No device malfunction was reported or identified. Based on available information, there is no evidence suggesting the ilet contributed to the reported death. The cause of death remains unknown. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 02-mar-2026 it was reported that on (B)(6) 2026, the user was found deceased. No allegation was made against the device and no treatment was reported. The outcome was death.